Event description:
It was reported that when the shaver was being used, pieces went into the joint. It was further reported that the tip of the blade was chipped.

Manufacturer narrative:
Add'l info will be provided once the investigation is complete.